Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient tearing their rotator cuff after a total shoulder arthroplasty surgery. This caused pain and poor function 3 months post operation.